Manufacturer narrative:
It was reported by the hospital contact that during the stent assisted coil embolization, the stent (enc453700/10383994) could not be advanced through the catheter (details unknown). The surgeon withdrew the stent and used new one (details unknown) to complete the procedure. There was no report on the patient injury. The patient is male and (B)(6), has the right side wide neck aneurysm of the brain. It was initially reported that the products will be returned for analysis. It was not reported if there were any damages noted on the stent. An adequate continuous flush was maintained through the microcatheter. There was no clinically significant delay in the procedure due to the event. A non-sterile enterprise device was received inside of a plastic bag. The delivery wire was received inside of a stent dispenser hoop and it was found without any damage. The introducer tube was inspected and no damages were noted on it. The stent was received deployed. The stent was inspected under vision system and no anomalies were noted on it. The functional analysis could not be performed due the stent was received deployed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of this complaint involved lot # 10383994. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as ¿delivery wire- impeded with no loss of cerebral target position¿ could not be evaluated since that the stent was received deployed. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; handling and procedural factors could be contributed to this condition. No corrective action will be taken at this time. (B)(4) this is an initial/final report. Concomitant medical products and therapy dates: catheter (details unknown). New stent (details unknown).

Event description:
It was reported by the hospital contact that during the stent assisted coil embolization, the stent (enc453700/10383994) could not be advanced through the catheter (details unknown). The surgeon withdrew the stent and used new one (details unknown) to complete the procedure. There was no report on the patient injury. The patient is male and (B)(6), has the right side wide neck aneurysm of the brain. It was initially reported that the products will be returned for analysis. It was not reported if there were any damages noted on the stent. An adequate continuous flush was maintained through the microcatheter. There was no clinically significant delay in the procedure due to the event.